Manufacturer narrative:
Info was not provided during initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a reversal colostomy, the staples either partially deployed or did not deploy at all. The anvil may have come off the integrated trocar, with end result of the knife blade never hitting the anvil washer causing no anastomosis. There were staples, but no cut. Another device was used to complete the case. There was no consequence to the pt.